Event description:
The pt was successfully treated for a stenosis in the basilar artery using angioplasty and stent placement. Five mos post procedure, the pt was readmitted for the angioplasty treatment of in-stent restenosis using a balloon catheter. Following this second procedure the pt suffered an acute small infarct in the left dorsolateral midbrain related to the procedure. It was reported "the pt recovered and returned to work."

Manufacturer narrative:
Device code: other - for no allegation of product malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather add'l info regarding the alleged event without result. Currently there are no further details to report.